Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019, guide sleeve yell, a device in the tfn-advanced proximal femoral nailing (tfna) set was found missing at the beginning of an unknown surgery. This delayed the surgery by over 2 hours. The (B)(6) year-old patient had to be kept under general anesthesia the entire time as the respective staff waited for alternate set. It was noted that surgery is unhappy about the outcome as it risked the patient¿s life and also wasted the time. This complaint involves one (1) device. This report is for one (1) guide sleeve yell. This is report 1 of 1 for (B)(4).